Event description:
Crew attched unit to a pt in cardiac arrest and shocked two times and the battery went dead. They put in another fully charged battery and shocked several times and unit went dead again they put the first battery back in and were able to continue pt treatment totaling 16 shocks. Pt survives today. No pt info availble and crew feels this incident did not affect pt outcome negatively.